Manufacturer narrative:
Information contained in this report was previously submitted through responsive 410psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "possibly either ruptured or torn", "sagging in the bottom", "creating some pain" and concerned about alcl. Device was explanted.